Event description:
It was reported that pump displayed malfunction alarm code and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided pump reset instructions, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction alarm returned, which customer acknowledged and understood.